Event description:
It was reported that the device had device won't power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿device won't power on¿ was not confirmed. ¿ on 25-nov-2025, lvp was received unboxed and with paperwork. ¿ verified lvp turned on normally on both sides when attached to a supporting pcu unit. However, error log revealed error code 210.5020 related to the issue. ¿ internal inspection confirmed the loose connection to the display board causing intermittent problem to the power. ¿ noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Device to be returned to san diego repair center for normal processing. ¿ failure investigation report uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.